Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred from the sp set connection to the spike during use while administering "doxorubicin" to the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "connected to the spike set to the spike set and gave doxorubicin to the patient. Leakage occurred from the spike part. The sales rep suspects connection defect and damage on the rubber stopper of the bag."

Event description:
It was reported that leakage occurred from the sp set connection to the spike during use while administering "doxorubicin" to the patient. The following information was provided by the initial reporter, translated from japanese to english: "connected to the spike set to the spike set and gave doxorubicin to the patient. Leakage occurred from the spike part. The sales rep suspects connection defect and damage on the rubber stopper of the bag."

Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-04-10 h.6. Investigation summary when checking the appearance of the actual product we received, no abnormalities such as damage or defective molding were found. Air tightness of the actual product manufactured by our company was confirmed (the relevant jis standard: no leak by pressurization of 50 kpa for 15 seconds), no leak was observed. Purified water was injected into the actual product of the infusion bag, and our actual product was punctured in the center of the rubber stopper. No liquid leakage was observed. When the rubber stopper of the actual infusion bag was enlarged and confirmed, multiple puncture holes were observed. Note that this product also includes cracks in the rubber stopper when it was washed before analysis. When we punctured another infusion bag (japan pharmacopoeia water for injection "otsuka distilled water" 5000ml serial number (B)(4) with our actual product, no liquid leakage was observed. We presume that this event is not due to our product, but due to the characteristics of the rubber stopper of the infusion container. For reference, a guideline has been issued by the otsuka pharmaceutical factory co., ltd., and if there is a needle hole at the time of mixed injection near the position where the spike was pierced, it could be opened by the strain due to compression and lead to liquid leakage. It is stated that there is. When puncturing the spikes, insert the rubber stopper of the infusion container vertically toward the top, and be careful not to leak the liquid at the same time. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.